Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. This device was replaced and is not being returned by the healthcare facility. Other than undergoing the replacement procedure, the patient experienced no additional adverse effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.